Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Pump needed replacement, and technical support attempted to inform customer and arrange replacement.